Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location 34.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 3.25 x 13mm (xifnt3213) was returned for investigation alongside its cover screw. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. The implant had no evidence of any damage or malfunction. DHR review for the lot (2016040498) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no issues or nonconformities identified per sterilization record (op#0210). Complaint history review was performed for the reported lot (2016040498) and no complaints about nonconforming products were found december post market trending was reviewed and there were no actionable events or corrective actions for the reported events or device. Therefore, based on the available information, device malfunction did not occur and the reported events (infection + bone loss) could not be verified since they are related to medical conditions and no x-ray or pictorial evidence was provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.